Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a dissection occurred in the mid/distal artery. On (B)(6) 2025 the patient presented with atherosclerosis of native arteries of right leg with rest pain and underwent an aortogram, selective right lower extremity arteriogram, mechanical thrombectomy, balloon angioplasty and stenting of right superficial femoral artery, balloon angioplasty of right anterior tibial artery, atherectomy and balloon angioplasty of right popliteal artery and intravascular ultrasound. The primary access was obtained via retrograde micro-puncture sheath in left common femoral artery (cfa) using an upsized 5f 11cm sheath for an ultrasound guidance. The ultrasound found a thrombotic occlusion of right superficial femoral artery (sfa) beginning above existing stent, reconstitution in distal thigh and a chronic atherosclerotic occlusion of above-knee popliteal. A 6 french rota rex mechanical thrombectomy of right sfa followed by 6 mm ranger drug-coated balloon angioplasty was performed. The 100% stenosis preintervention to less than 20% stenosis postintervention but with significant residual "flap" in mld stent treated with 6 x 150 mm eluvia drug-eluting stent within the existing stent. A 6 french rota rex atherectomy followed by 6 mm ranger drug-coated balloon angioplasty to above-knee popliteal lesion. A 3 mm balloon angioplasty to right proximal anterior tibial artery (ata) occlusion2. A 6 french celt percutaneous closure device deployed in left common femoral access site upon completion resulting in excellent hemostasis. The right lower extremity (rle) arterial duplex at follow-up in 1 week on (B)(6) 2025, the patient underwent aortogram, selective right lower extremity arteriogram, atherectomy, balloon angioplasty and stenting of right superficial femoral artery, balloon angioplasty of right posterior tibial artery, intravascular ultrasound for atherosclerosis of native arteries of extremities with intermittent claudication. The primary access was obtained via retrograde micro-puncture sheath in left common femoral artery (cfa), using an upsized 5f 11cm sheath for ultrasound guidance. Secondary access also obtained via retrograde micro-puncture dilator right posterior tibial for ultrasound guidance, using 6f 45cm on the right percutaneous transluminal angioplasty circumferential calcification on superficial femoral artery (sfa) with a significant dissection in the mid/distal sfa following atherectomy and balloon angioplasty requiring placement of 2 eluvia overlapping stents. Unable to cross sfa occlusion from above requiring right pedal access. A rotablator 2.0 mm atherectomy, 5 mm balloon angioplasty to sfa, the 100% stenosis preintervention to 20% stenosis postintervention. Postintervention ivus revealed significant flow-limiting dissections and mid/distal sfa requiring placement of two overlapping 6 x 120 mm eluvia drug-eluting stents with excellent result. The right posterior tibial access site treated with a 2.5 x 6 cm balloon for hemostasis. A 6 french celt percutaneous closure device deployed in left common femoral artery access site with excellent hemostasis. The rle arterial duplex at follow-up in 1 week.